Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The ccc found the customer was not handling the sample according to the tube manufacturer's guidelines. A siemens headquarters support center (hsc) specialist reviewed the data supplied. The data provided does not match a sample ID to results provided. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported out to the physician(s), which was questioned. The patient sample was repeated on the same instrument, resulting lower. The customer used a new sample on an alternate dimension exl instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.

Manufacturer narrative:
The initial MDR 2517506-2016-00517 was filed on december 16, 2016. Additional information (01/16/2017): a siemens headquarters support center (hsc) specialist reviewed the event. Hsc was not able to find the reported sample ID or reported results. Hsc is unable to perform a technical review of the sample as the customer did not provide the correct information. Hsc stated that the customer was not handling the samples according to the tube manufacturer's guidelines. The cause of the discordant, falsely elevated cardiac troponin result is unknown.